Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) year old male pt notified a zoll territory manager that the pt was treated while at his nursing facility. A review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of two shocks. Svt at 156 bpm contributed to the first false detection. Svt at 154 bpm with runs on nsvt contributed to the second false detection. The response buttons were pressed after the second treatment was delivered. The pt was transferred to the (B)(6) after the treatment. The pt remained in the hospital on telemetry and did not continue use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 06/2012; electrode belt sn (B)(4): 04/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.